Manufacturer narrative:
The patient sample is not available for investigation. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys anti-hbc ii result for one patient sample tested on the cobas 6000 e601 module with serial number (B)(4). The initial result was not reported outside of the laboratory. The sample was rerun on an alinity abbott. On (B)(6) 2022, the initial result from the module was 1.10 u/ml with an interpretation of non-reactive. On (B)(6) 2022, the repeat result from the alinity abbott was 1.17 with an interpretation of reactive.

Manufacturer narrative:
Based on the laboratory information management system (lims) data provided, the calibration and qc were within the specified ranges. The reagent performed within specifications. Product labeling states: "negative anti-hbc results may occur during early infection due to delayed seroconversion." The investigation did not identify a product problem. The cause of the event could not be determined.